Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Caller reported: she was instructed by her endocrinologist to change her cartridge out early due to high bgs. The customer's blood glucose level was 300 mg/dl. A cartridge change was performed to address the issue.